Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified delamination of the valve, and white particles. A leak test was performed and found delamination of the valve. A microscopic analysis identified total delamination of diaphragm flange disk assessed as adhesive failure and a curved(cracked) opening in the valve assessed as racked valve seat diaphragm valve. Based on the device analysis the final assessment is delamination of diaphragm flange disk assessed as adhesive failure, and a (crack) opening on the valve assessed as cracked valve seat diaphragm valve.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.